Event description:
3 of 3 related pirs. Allegedly during termination of treatment, when clamping and releasing of venous line, staff member observed a leak. The staff member simultaneously saw blood droplets (5-10 cc) coming from and air entering the tubing, post air detector. The venous line was clamped and remaining extracorporeal blood from dialyzer to venous line was discarded, 150cc. There were no reported adverse effects to patient. Location of leak was reported 3-4 feet after the drip chamber and two inches above the injection port, from what appeared to be a slit. Companion samples held for evaluation.